Event description:
It was reported that two weeks before surgery the patient presented to the hospital with pain in the scrotum. No signs of inflammation of infection were observed. It was determined that the position of the pump was causing pain; therefore, the pump was repositioned. The patient had a stable outcome following the procedure.